Manufacturer narrative:
(B)(4). Software version unknown. Retainer ring: black. Customer returned insulin pump for an alleged expose to moisture damage and cosmetic damage at the back side found on (B)(6) 2021. Insulin pump received with blank flashing white display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank flashing white display. Unable to download history files and traces using thump due to blank flashing white display. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical boards, force sensor and motor. The original electrical board was installed in a test pcb 2, case, internal battery and motor. Powered the pump on using the battery simulator and blank flashing white display noted. The original pcb 2 was installed in a test electrical board, case, internal battery and motor. Powered the pump on using the battery simulator and blank flashing white display noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked battery tube threads, cracked case corner of the belt clip rails near the battery compartment and cracked select button keypad overlay. Insulin pump received with blank flashing white display due to moisture damage on the electronic assembly. Pump failed to download history files and traces due to moisture damage on the electronic assembly. Exposed to moisture confirmed a electrical board, pcba 2, force sensor and motor. Cosmetic damage was confirmed at battery tube threads and case corner of the belt clip rails near the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. This report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.